Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit would not power on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 26nov2018. The manufacturer¿s international service technician could not confirm the reported issue.

Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 18oct2018. Numerous attempts were made to obtain information regarding the repair of the device, however no response was received. No parts were returned to philips for investigation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 17jan2019. Date rec'd by MFR: 16jan2019. The touchscreen user interface was returned to philips for evaluation. Visual inspection of the touch screen revealed evidence of deep scratches on the touch screen. Operational testing was done and the test ventilator did power up and deliver breaths and the alternate current light emitting diode (led) indicator did turn on, however, the touchscreen did not respond to touch command. It was also noted that the touchscreen did not pass the calibration test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.